Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of event. Account reported that date of surgery was (B)(6) 2018 and the day of the event was (B)(6) 2018 however, that is one day prior to the surgery. Several attempts to get the right date have been done but the info has not been provided. The best estimated date is (B)(6) 2018. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2018 and had a vertical gas breakthrough (vgb) in the right eye. The treatment was aborted and patient is rescheduled for photorefractive keratectomy (prk) in 3 months. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities.  Bcva from (B)(6) 2017: right eye pre-op 20/30 -6.25 x -3.75 x 6, left eye pre-op 20/30 -6.75 x -2.00 x 178.